Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) instrument was analyzed . The reported failure was confirmed and reproduced after 15 minutes of the unit powering on. The unit was placed on an in-house system and was run in normal mode. Upon visual inspection, the unit has no significant scratches or dents. The front bezel is not cracked.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) reported the erbe had error c-00 during the start of the procedure. The clinical engineering team was called to verify the error but the erbe remained with the error. The procedure delayed less than 15 minutes and was completed using the third party generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: ports were placed prior to the issue being identified. The equipment was turned on previously, without failure. The system initially powered on without errors. When the failure occurred, the fse was contacted. The fse identified the failure and informed that the equipment needed to be replaced. Different energy (ultracision) equipment was used to continue the procedure.